Event description:
It was reported that during a pulmonary vein and posterior wall isolation (pvi + pw) procedure to treat paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was used. While attempting to deploy the catheter in the right inferior pulmonary vein (ripv) a spline inversion occurred in the catheter array. The catheter had been pulled back slightly from the tissue to rotate the catheter between ablations, but it was noted there was minimal available distance between the transseptal location and the ripv to maneuver the catheter in. Some deployments of the catheter previous to the inversion were performed without the wire advanced outside the guidewire lumen. The catheter was pulled back into the sheath and rotated to resolve the inversion, but this was unsuccessful. Another attempt was made to rotate the catheter, but after this it was found that the guidewire was unable to be advanced and the guidewire lumen was bent near the array. The catheter was removed from the patient and examined. The inability for the guidewire to advance and the bent lumen were further confirmed by the examination. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
F10. Device codes: corrected. The device was returned to boston scientific for analysis. Upon return and inspection of the device, the gwl was observed to be detachment from the tip. The deployment/undeployment mechanism was felt damaged due to the delamination of the guidewire lumen from the tip of the spline cage, deployment of the catheter was not possible. Under microscope inspection it was observed that the welding of the tip was damaged.

Event description:
It was reported that during a pulmonary vein and posterior wall isolation (pvi + pw) procedure to treat paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was used. While attempting to deploy the catheter in the right inferior pulmonary vein (ripv) a spline inversion occurred in the catheter array. The catheter had been pulled back slightly from the tissue to rotate the catheter between ablations, but it was noted there was minimal available distance between the transseptal location and the ripv to maneuver the catheter in. Some deployments of the catheter previous to the inversion were performed without the wire advanced outside the guidewire lumen. The catheter was pulled back into the sheath and rotated to resolve the inversion, but this was unsuccessful. Another attempt was made to rotate the catheter, but after this it was found that the guidewire was unable to be advanced and the guidewire lumen was bent near the array. The catheter was removed from the patient and examined. The inability for the guidewire to advance and the bent lumen were further confirmed by the examination. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis.